Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. (B)(4).

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. The elective replacement indicator was a false trigger.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.